Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her left side on or about (B)(6), 2008. She has experienced permanent disability, pain, suffering, and elevated cobalt and chromium levels. There is not mention of revision surgery. ***update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to osteolysis. **update** (B)(6) 2012 - medical records were received. The revision operative report indicates that the morse taper of the stem showed signs of crevice corrosion.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) (B)(4).

Event description:
After review of medical records the patient was revised to address failed left asr total hip arthroplasty. Revision notes stated that there was some scarring present from previous surgical procedure. There was a lot of necrotic debris. The femoral head on the morse taper, showed corrosion and presence of blackish debris. There were debris removed in the femoral head. The acetabular cup was not osteointegrated but had evidence of fibrous tissue. The device were tested and noted that there was some squeak noise. Approximately 30ml of crushed cancellous bone was then mixed with patient's own blood. There was some defect where the osteolytic tissue had eroded down within the interspace, between the bone and the stem. The patient had preoperative leg length discrepancy of approximately 3/8 of an inch, left side, short. 1100 ml of blood loss was collected. That was spun and 250ml of packed red blood cells was given back to the patient.

Manufacturer narrative:
(B)(4).. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.